Manufacturer narrative:
(B)(4). The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information.

Event description:
It was reported that during a distal segmental revision system procedure, there was difficulty in assembling and seating a competitor's condyle kit within the distal humeral flange. A set screw fractured due to this, causing a delay in surgery approximately fifteen (15) minutes. No patient consequences were reported as a result of the malfunction. Attempts have been made, however additional information is unavailable at this time.